Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received low readings from her sensor, causing her insulin pump to suspend while her blood glucose was normal. Customer also stated the low threshold suspend would occur when her blood glucose was high. Troubleshooting was offered but customer stated she had been doing fine that week. Nothing further reported.